Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a graphic user interface (gui) reset during patient use. Ventilation continued without any reported patient harm or intervention.

Manufacturer narrative:
(B)(4). New information was received from the customer. The customer reported that replacing the graphic user interface (gui) cable resolved the issue.